Event description:
Overdelivery reported. The pump primary line was set to run an amiodarone drip, 1.8mg/cc, at 9cc/hr. The secondary line was set to run 0.45% normal saline at 50cc/hr. The amiodarone bag was hung at approximately 0100. The registered nurse reported 200cc gone from the bag over a 6 hour period, which was possibly "thought to have run over into the secondary line as the pt had no symptoms". The pump was showing correct programmed settings at the time of the event. The dr was notified and an amiodarone level was drawn; the result was not specified. The intravenous pump and bags were changed. No pump alarms were reported by the staff. No pt harm was reported.